Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated thyroid-stimulating hormone (tsh) result above the normal reference range for one patient that was generated by the unicel dxc 880i synchron chemistry analyzer. The erroneous result was reported out of the laboratory; however, subsequent testing produced lower results within the normal reference range and an amended report was issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The tsh samples were collected in heparinized plasma tubes. Qc and system information has not been supplied to date by the customer. A field service engineer (fse) was dispatched and performed verified instrument hardware. No issues were noted. A definitive root cause has not been determined to date for this event.